Event description:
It was reported that the remote transmission indicated that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. It was further reported that the rv lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4136 competitor implantable pacing lead - unk. (B)(4).

Event description:
It was reported that the remote transmission indicated that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.